Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pumping stopped. Customer's blood glucose was approximately 350 mg/dl. Insulin delivery was resumed. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information was provided.